Event description:
According to the customer, on (B)(6) 2026 the user experienced "red, inflamed blisters" on their "left arm" after using the product for "one day." The customer reported that they were prescribed "antibiotics" and "ointment" by physicians. Per the customer, the user is still experiencing "redness, tenderness and discoloration of the skin."

Manufacturer narrative:
According to the customer, on (B)(6) 2026 the user experienced "red, inflamed blisters" on their "left arm" after using the product for "one day." The customer reported that they were prescribed "antibiotics" and "ointment" by physicians. Per the customer, the user is still experiencing "redness, tenderness and discoloration of the skin." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.